Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is unknown if the device is returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is being filed under a separate medwatch report.

Event description:
It was reported that an arteriotomy closure of an axillary artery was attempted using two proglide devices and a non-abbott device after a portico transcatheter aortic valve implantation (tavi) procedure. Prior to discharge, the patient was reported to have anemia and thrombocytopenia from an axillary artery injury due to unspecified failures with the closure devices. The anemia and thrombocytopenia were treated with blood transfusion and the axillary artery injury was treated with a covered stent. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Device codes: 1562 labeled. Internal file number - (B)(4). Device evaluated by MFR - it was initially reported that it was unknown if the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. Reported device code 3190 was removed. The device was not returned for analysis. It should be noted that the perclose proglide instructions for use (IFU), states: the perclose proglide suture-mediated closure system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of anemia and vascular injury/tissue damage are listed in the IFU as potential adverse events of use of the device. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that suture placement in an axillary artery was attempted with two proglide devices using the pre-close technique via a 18f sheath prior to a transcatheter aortic valve interventional procedure. Reportedly, a suture break occurred with one of the two proglide devices. The sheath remained 18f and the aortic valve procedure was completed. Hemostasis was achieved with a non-abbott device. Prior to discharge, the patient was reported to have anemia and thrombocytopenia from an axillary artery injury due to unspecified failures with the closure devices. The anemia and thrombocytopenia were treated with blood transfusion and the axillary artery injury was treated with a covered stent. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.